Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple malfunctions. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rejected new battery twice, the screen shows rainbow effect in sunlight and it was hard to read, the act button takes more than one press and had wrong information entered. The insulin pump will not return for analysis.

Manufacturer narrative:
Device display properly. No rainbow display anomaly noted during testing. Device had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted. Device passed operating currents, self-test, unexpected restart error test and displacement test. No battery out limit alarm noted during testing. Device back light function properly and no anomaly noted.